Manufacturer narrative:
B5: describe event or problem - correctionh2: type of follow up - correctionh3: device evaluated by mfg - correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. Nordic bluetooth pairing test was performed and failed. No data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.